Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pe valve had low o2. Additional malfunctions include the sieve beds were saturated.